Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2011 03:14:52. During night drain cycle six, the patient's ultrafiltration reading was 860ml, indicating the home patient (hp) drained 860ml more than their maximum programmed fill volume of 1100ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation: the device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. There was no assignable cause determined for the increased intra-peritoneal volume (iipv) found in the logs. No further action is required at this time. The device was serviced according to required procedures and the device passed all tests as per baxter procedures. If any additional information is received, a follow-up will be sent. Additional information: the device brand name is a homechoice. Correction: the device catalog number is 5c4474.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. A 510k number will not be provided in the emdr, because the product is unknown at this time.